Event description:
A report was received that during a recent procedure the leads had ripped apart. It was unknown if the lead was removed or remained in the patients body.

Manufacturer narrative:
Additional information was received that the lead was left in the patients body with the serial number of (B)(4).

Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number : 5055775 / 2055740, model/catalog description: infinion cx lead kit, 50cm. Model number/catalog number: sc-2317-70, serial number:(B)(4), batch/lot number : 50526314, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that following a procedure, the patients leads ripped apart when the ipg was about to be placed in the pocket. It was also reported that the leads were stuck in the ports and could not be removed. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-2317-50 (sn:(B)(4)). Device evaluation indicated that lab analysis verified that both proximal tips broke off inside the ipg ports, and could only be removed after opening the ports. All contact rings and retention sleeve were in good physical shape without a setscrew mark. The complaint was likely due to excessive tension on the leads during the procedure. Sc-2317-70 (sn:(B)(4)). Device evaluation indicated that lab analysis verified that both proximal tips broke off inside the ipg ports, and could only be removed after opening the ports. All contact rings and retention sleeve were in good physical shape without a setscrew mark. The complaint was likely due to excessive tension on the leads during the procedure.

Event description:
A report was received that during a recent procedure the leads had ripped apart. It was unknown if the lead was removed or remained in the patients body.